Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for the call was the patient stated their implant has not been charging properly for about 6 months. Patient described that the charge quality will show as excellent and the green light will be flashing, but the implant battery will not increase. Patient stated they will sit for maybe 20-30 minutes and the implant will either stay on red or go up to 30% sometimes and the controller will remain at 100%. Patient denied seeing any error messages and confirmed no visible damage to the recharger. Patient commented that they will, at times, see no device found. Agent had patient connect the recharger. Batteries screen displayed with the controller at 40% and implant red, recharging excellent. Agent reviewed charge duration and offered call back in 30 minutes to check progress. Patient stated they did not have 30 minutes to charge today and requested agent call them tomorrow morning for further assistance. No symptoms were reported.